Manufacturer narrative:
Findings: pump received with loose/protruded drive support disk, severely scratched display window, cracked display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, scratched case, missing end cap sticker and missing drive support sticker. Compromised forced sensor alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected alarm error test, occlusion test, prime/a33 test and excessive no delivery test due to compromised forced sensor alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during set change. Customer stated that insulin is squirting out of the insulin pump. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 131 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.